Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter. Defect found on returned strips- high blood readings. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time note: manufacturer contacted customer in a follow-up call on 10-mar-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 236, 262, 229, 196 and 198 mg/dl. Customer stated she had gone to a scheduled appointment at the doctor and her blood glucose test results had been 189 mg/dl fasting using the true metrix air meter and 81 mg/dl using the dr.'s device (same drop of blood). The customer¿s expected am fasting blood glucose test result range is 80-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/31/2025 and open vial date is 3-4 weeks. The meter memory was reviewed for previous test result history: result 1: 236 mg/dl; date: (B)(6), time: 1:28pm non-fasting. Result 2: 262 mg/dl; date: (B)(6), time: 6:11am fasting. Result 3: 229 mg/dl; date: (B)(6), time: 6:40pm non-fasting. Result 4: 196 mg/dl; date: (B)(6), time: 1:36pm fasting. Result 5: 198 mg/dl; date: (B)(6), time: 1:33pm non-fasting.